Event description:
It was reported via medwatch mw5158388 that tip detachment occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of the catheter came off and lodged in the vessel, thus needing an intervention to address the complication.